Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. E1 customer contact was updated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have implants and their dentist informed them that the treatment was ruining their teeth. This is a contraindicated patient. The patient has a dental bridge on the upper right side of my mouth. It's been bleeding and shifting and my dentist believes it's from my aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.